Event description:
It was reported that balloon rupture occurred. The 85-90% stenosed target lesion was located in the moderately tortuous and severely calcified fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.